Manufacturer narrative:
H11: correction: the g4 aware date is missing in supplemental report 1038671-2019-00341 follow up 1. The missing date is 17 july 2019. The g4 aware date in supplemental report 1038671-2019-00341 follow up 2 is incorrect. The correct date is 19 aug 2019.

Manufacturer narrative:
Section h10: (h3): the engineering evaluation reported in the experience was likely due to dislocation. A review of the DHR and/or the sterilization records was not conducted because the event as described is a clinical event that does not appear to be related to the design, manufacturing, or reasonably foreseeable misuse of the device. A review of the equinoxe shoulder system IFU 700-096-060 rev m was conducted. Device specific risks include fracture, migration, loosening, subluxation, or dislocation of the prothesis or any of its components, any of which may require a second surgical intervention or revision.

Manufacturer narrative:
Pending evaluation. Concomitant devices: (cn: 320-01-42, sn: (B)(4)) 42mm glenosphere, (cn: 320-20-00, sn: not reported) torque defining screw kit, (cn: 320-15-05, sn: not reported) glenosphere locking screw.

Event description:
Revision due to dislocating. No further information provided.

Manufacturer narrative:
Corrections made in the following section(s): initial awareness date in initial submission should have been 13-jun-2019.